Event description:
Device malfunction: clip caught on distal end of exchange sheath. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. After completion of step 3 (thumb advancer) the starclose clip was deployed. The clip applier was removed from the arteriotomy without issue. Hemostasis was not achieved as the clip was noted to be caught on the distal end of the exchange sheath. Manual compression was used to achieve hemostasis. There was no reported adverse patient effect. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.